Event description:
Same case as MFR report #: 2134265-2011-04849, 2134265-2011-04850. (B)(6) trial. It was reported that following a coronary artery stenting treatment procedure the patient experienced a myocardial infarction (mi). The index procedure treated two target lesions. Target lesion one was a 3.0x18mm, 75% stenosis of the proximal lcx (left circumflex). Treatment consisted of pre-dilation and placement of a 3.0x20mm taxus element stent resulting in 0% residual stenosis. Target lesion two was a 3.5x10mm, 75% stenosis of the mid lad (left anterior descending). Treatment consisted of direct stenting using overlapping 3.5x12mm and 3.0x8mm taxus element stents resulting in 0% residual stenosis. Post procedure, the patient experienced cardiac enzyme elevation consistent with mi. There were no ischemic symptoms and the patient was treated with medications and discharged three days post procedure on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).